Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their spouse and an ambulance was called, who provided glucose tablets and a blanket to address bg. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.